Event description:
During a demonstration by a datascope rep of the temporary arteriotomy locator of the vasoseal es device, the physician bent the "j" segment back. The datascope rep then demonstrated deployment of the "j" segment three times, resulting in the "j" segment breaking off.